Event description:
Customer complaint alleges "actual tubing disconnected from the interface by the nose." Alleged malfunction reported as occurred during patient use. (Continued) customer reported there was an interruption in flow. No patient injury or complication was reported.

Manufacturer narrative:
Qn#(B)(4). The sample was returned for evaluation. A visual exam was performed and it was observed that the corrugated tubing was disconnected. It is possible that this defect occurred due to mishandling of the product during usage. The failure was reported during use on a patient. The returned tubing had stretch marks which could be caused by extra force applied to the device during use and cause it to detach. A device history record (DHR) review was performed and there were no issues found that could relate to the reported complaint. In the current manufacturing procedure, 100% leak testing is conducted during the assembly process and 100% visual inspection is done at the packing area. Any defective products would be detected prior to release from the manufacturing facility. The reported complaint was confirmed; although a root cause could not be determined.

Manufacturer narrative:
(B)(4).

Event description:
Customer complaint alleges "actual tubing disconnected from the interface by the nose." Alleged malfunction reported as occurred during patient use. (Continued) customer reported there was an interruption in flow. No patient injury or complication was reported.